Event description:
On (B)(6) 2018, a patient underwent a cervical procedure using intraoperative computed tomography (ict) with image guidance. The patient was positioned in the prone position and the torque on the drive knob was set at 60ibs. The hfd200 was connected to linkage on the table and the patient's body was padded appropriately. During transfer and initial connection to linkage of hfd200, the surgical staff did not notice change in head position, movement of the rocker arm, or force applied to the fixation frame. The procedure was successful and afterwards, sutures and gauze was placed on the patient's cervical prone area where the incision was performed.the hfd200 was disconnected and the patient was rolled from the prone position to supine to stop anesthesia. After removing the patient from the hfd200, a 5cm laceration was observed behind the patient's ear on the side where the rocker arm was positioned. The operating room staff tested the rocker arm after the surgery and it functioned as intended. The laceration required sutures to close.

Manufacturer narrative:
The hfd200 skull clamp assembly underwent visual inspection and load testing. A discrepancy was observed in the drive knob force gauge. The force applied was not accurately displayed on the gauge. The drive knob was disassembled to investigate the root cause. The plunger insert inside the drive knob was found to be broken. It is undeterminable how the plunger insert broke - whether it was customer misuse of the drive knob (applying excessive force) or fatigue of the material. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.